Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use the access ports were used and the device was removed successfully from the patient's anatomy. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: the customer reported the starclose se device used in the closure procedure was discarded; however, the lot number was provided. Seven sterile rep samples with the same part and lot number as the complaint device were returned for eval. All seven devices passed functional testing within specification. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.